Event description:
When using the 1l flow inflating bag on this newly intubated patient with pressures of 30-35 cm h2o over 10-15 cm/h2o for approximately 45 minutes to 1 hour, the bag portion of this flow inflating bag tore and all pressure to the patient was lost. A self-inflating bag in the bedside cart was used until another flow inflating bag was obtained.device #1is this a laboratory device or laboratory test?no.